Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the blood pressure and pulse did not match the patient's clinical condition. The measurements were obtained with another monitor, which revealed the discrepancy. Engineering inspected the device and all function was normal, so it was thought this may be an intermittent issue. There was no report of actual harm to the patient related to the reported issue.

Manufacturer narrative:
Analysis was performed by a philips authorized third party service provider (asp). The asp engineer went on customer site, inspected the equipment, and the fifth monitoring data returned to normal. The results of the analysis showed that all the equipment was in normal use. It is suspected to be an occasional malfunction. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause of the reported problem remains unknown. The issue was resolved as the device was confirmed to be operating as per specification and returned to normal use after the inspection.